Event description:
A hospital in south korea reported, via a distributor, that a ventilator produced a leak alarm during a perfomance test of the rt380 evaqua2 adult breathing circuit, prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Correction: updated to clarify the event description as per the original complaint statement. The complaint rt380 adult evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and pressure tested. Results: visual inspection revealed no damage to the returned breathing circuit. The pressure test revealed that the subject breathing circuit were within specification. Conclusion: we were unable to determine what may have caused the leak alarm as reported by the customer, as no fault was found with the returned device. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Manufacturer narrative:
(B)(4). The complaint rt380 adult evaqua2 breathing circuit is expected to be returned to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported on behalf of a hospital that an rt380 evaqua2 adult breathing circuit was found leaking during the performance test. There was no patient involvement.